Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a machine and proximal pressure sensor failed alarm. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer stated that, while in use, the device became inoperative as a result of the pressure sensor failed alarm. The device experiencing the alarm was replaced with another v60 ventilator with no further medical intervention required and no harm to the patient. The patient information from the time of the event was stated to be undisclosed. This investigation is ongoing.

Manufacturer narrative:
H10: on (B)(6) 2023, the authorized service provider (asp) stated that they could not duplicate the issue by performing a test run of the device. The asp confirmed the proximal pressure sensor auto-zero failed error code in the event log, so the 3rd and 4th solenoid valves were replaced. The asp completed running and functional testing following the repair of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the replaced 3rd and 4th solenoids were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech) to investigate the alleged machine and proximal pressure sensor failed alarm. The pil tech verified that no alarms or faults were generated when installed and used in the pil test device. The result of the investigation is that no problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.